Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2026; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative regarding a patient with an implantable pump containing baclofen (unknown) for non-malignant pain. It was reported that the patient had the catheter revised because the patient was moving their pump around. Caller stated that the patient was flipping the pump. The caller was trying to set up a bridge bolus because they could not aspirate the pump and there was a gap in the medication. Agent reviewed with the caller that a bridge bolus was not meant for that purpose and the patient would be getting a gap in the medication. The issue was not resolved through troubleshooting.